Event description:
It was reported the device was used in a video assisted thorascopic surgery. During the second and third firing some staples did not fire and stayed in the cartridge. Surgeon sutured unstapled tissue. No patient consequence.